Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a keypad anomaly and the buttons were stuck. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit failed leak test, unit leaked at a crack at the battery tube threads. Unit was received with intermittent buttons, problem isolated to keypad assembly. Unit received with connector at printed circuit board properly connected. No moisture damage on keypad assembly noted. Pump error alarmed during self-test and confirmed in insulin pump history with variable (003) due to broken trace at keypad assembly. Unit passed displacement test. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay.